Event description:
--

Event description:
--

Manufacturer narrative:
The device has been received for analysis. This report will be updated once the analysis has been completed.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high shock impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range low shock impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.